Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 489 mg/dl while wearing the pod longer than 48 hours. This pod was removed, discarded and replaced prior to going to hospital, but bg levels remained very high (up to 516 mg/dl). Patient also reported having stomach cancer and being bloated. At the hospital, insulin treatment was anticipated (but not confirmed) and patient was expecting to be released after being in the hospital overnight. The patient's blood glucose, carbohydrate, and insulin history are as follows: time, bg(mg/dl), cho(g), bolus(u): 7:30pm 400+ 30, 7:35pm 436, 9:00pm 400+ 6, 9:40pm 489 (removed and replaced pod), 10:10pm 516, 11:00pm 450 (went to hospital).